Event description:
Allegedly, patient revised due to mom complications. Left.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the explant date from (B)(6) 2018 to (B)(6) 2018.